Event description:
The rptr had few details pertaining to the alleged device malfunction. According to the rptr, the pacemaker "failed", shut down, or just quit communicating". The pt was at home at the time of the alleged failure. It is unk if the pt was declared dead at this residence or a med facility. According to the rptr, the pacemaker has been evaluated by a third party, but no info is being released pending litigation.